Manufacturer narrative:
(B)(6). The device was serviced on-site by a service technician as part of preventive maintenance. Visual inspection, power on self test and a review of the alarm logs were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was identified during power on self test and review of the alarm logs. The cause of the condition was determined to be the force sensing resistors out of specifications. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.